Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that the receiver displayed error call tech support on (B)(6) 2016. The patient did not report injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and "call tech support" error was observed on the screen. The receiver log was reviewed and screen error alarms and firmware errors were observed. Functional testing could not be performed because of the "call tech support" error. The reported event of an error icon display was confirmed during log review. A root cause could not be determined.